Event description:
When the surgeon implanted the 46# cup and planned to implant the 46# liner, but found the liner cannot be implanted, the size was not match. Then the surgeon removed the cup out and changed 48# cup to complete the procedure. Surgery extended.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.